Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the pod did not find any abnormalities or contamination that would cause the user reported infection at the infusion site. Investigation was unable to conclusively determine a root cause of the user reported events. Inspection of the fluid path found the formed needle tip to be dull due to a burr. This inadequate needle tip cannot be confirmed as the root cause of the user reported infection at the infusion site.

Event description:
It was reported that the patient developed purulent discharge at the pod¿s insertion site while wearing the device between 25 and 36 hours on the hip/buttocks. It was noted that the patient's blood glucose level reached 320 mg/dl. The patient's mother consulted their physician and was diagnosed with an infection. The patient was provided an antibiotic ointment (name not provided). Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.